Event description:
Report meter's inaccurate readings. Had her meter compared with a lab reading. Analysis run on clark error grid using lab reading (138) as reference point vs. Bd readings (258) yielded some data points in the c range of the grid, outside acceptable limits.